Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that pump modules are seeing an increase in communication error codes recently. Customer reports no change in cleaning procedures. There was patient involvement however no harm. Manufacturer representative performed a site visit following report of "increase in communication errors" . It was further reported: biomed reported that the icus were the main areas where the complaints of intermittent communication errors are coming from. Biomed feels the communication errors are due to iui connector wear and tear, they are dirty or display some corrosion. Med/surg/neuro/telemetry unit clinical manager stated hearing of communication errors but not a common occurrence on her unit. 7 west surgical intensive care unit reported communication errors when devices are bumped up against, with patient transport, or when moving or adding on a pump module to an alaris system, one as recent as 2 weeks ago, however nursing staff stated ¿they are bad with pumps¿ when asked for clarification it was stated they are rough when handling and caring for alaris pumps. 7 east transplant intensive care unit reported communication errors with device movement, when slamming pump module doors shut or when bumped up against. 5 west cardiac intensive care unit reported communication errors during patient transport or when bumped up against and feel devices coming with patients from the or are more prone to having communication errors. Anesthesiologist stated a critical patient event is going to happen especially when devices abruptly shut down when transporting a patient from the or to the ICU.